Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was not impacted. Reportedly, the customer had manual injections as alternate insulin therapy. Multiple attempts were made to follow up with the customer on the reported issue; however no response from the customer was received.